Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 08/24/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the humidity cannot be adjusted during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test with an audio and yellow delta alarm light. The on-board power supply pcb was by-passed with a good ps-pcb and the test was attempted again. The board failed the second test attempt. After further investigation it was determined that the failure was indicative of a failed electrical ground either in the 110vac power switching block or a faulty grounding cable. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The event is reported as: the humidity cannot be adjusted during use. No harm or injury to patient reported.